Event description:
Customer reports that her device read 195mg/dl while the pharmacy's device read 98mg/dl at the same time. No adverse event reported and no treatment received. No quality controls were used. Requested of suspect device and replacement was sent.